Event description:
It was reported that device contamination occurred. A 3.5mm x 15mm quantum maverick balloon catheter was selected for use. However, during unpacking, the device was contaminated. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter loaded inside the packaging hoop. The balloon was tightly folded. The product mandrel and the protective tubing that is placed on the balloon in manufacturing were in their respective as-manufactured positions on the device. The device was not decontaminated. The tip, balloon, inner/outer shaft, hypotube, and hoop were microscopically and visually inspected. Inspection found no damage, defect or fm with the returned device.

Event description:
It was reported that device contamination occurred. A 3.5mm x 15mm quantum maverick balloon catheter was selected for use. However, during unpacking, the device was contaminated. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.